Event description:
After implant of the zenith endovascular graft, a final angiogram performed detected a type I endoleak on the right proximal portion of the main body graft. Viewing of the stent graft revealed the leak to originate between the first and second sealing stent. When released the suprarenal stent appeared to have landed in the aorta at an angle, inhibiting a proper seal. To correct the endoleak a main body extension was implanted just inferior to the suprarenal stent. Procedure was concluded with a resolve of the endoleak.